Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of less than 20 ohms on the shock channel. A drop in the pacing impedance measurements on all channels were also observed. No changes were done at this time and the crt-d remains in service. No adverse patient effects were reported.